Event description:
It was reported that an audible patient alert triggered for high left ventricular (lv) lead pacing lead impedance. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.